Manufacturer narrative:
It was determined during eval ((B)(6) 2012) that the device control switch was operating in accordance with specifications. Was attempted to duplicate the incident experienced by the user but could not be duplicated, thus at the time of the eval, no cause of failure was found. Upon initial review of this incident, it did not appear to be a reportable incident, after further review and discussion with the user ((B)(6) 2015), it was determined necessary to report this incident due to the details suggest that the device switch control would be likely to contribute to a serious injury if the malfunction were to recur; this explains the time lag in reporting.

Event description:
On (B)(6) 2012 I twas reported to photomedex by skin care doctors/(B)(6), that the device user was having issues with the control switch of the device, which was not working as expected- operating unintendedly, serial number (B)(4). Photomedex service sent out a replacement control switch to the user right after to remove the control switch presenting issues. Further attempt was made on (B)(6) 2015 by photomedex to gather further details with the device user to confirm unintended operation of the control switch. Dma (lp) at the clinic confirmed that the control switch was not fully released when the user removed the finger and having difficulties to press the control switch, thus may kept operating unintendedly for fractions of a second, until full stop. As of (B)(6) 2015 has been determined to be reportable.